Event description:
This is a supplemental report to initial report# 3008789114-2015-00014 to submit additional investigative information from device manufacturer. Complaint product was not returned by the patient, a record review was performed by the manufacturer. Investigation results are attached in "file attachments" section of this report. Pdc attempted to follow up with reporter to retrieve additional patient information but reporter's phone number is no longer in service.

Manufacturer narrative:
.

Event description:
(B)(4) received a call on (B)(6) 2015 reporting a medical intervention. The date and time of the event is unknown. Patient ((B)(6)) stated only that his prodigy meter was giving varying readings. Patient stated that he was taken to the hospital and treated for diabetic related issues, but was told later that he had suffered a heart attack that led to a diabetic coma. Patient does not recall blood glucose readings around the time of the event. Patient was airlifted to hospital. There is various information missing in this submission that was not able to be collected from the patient at the time of the initial call. (B)(4) made several additional attempts to contact patient for more information but attempts were unsuccessful. The information that has been collected thus far will be forwarded to the manufacturer of the device to investigate internally.